Event description:
It was reported that the printer is not working. There is also a long delay in interrogating devices. The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the printer was not working, the gears were making noise when printing was attempted. Analysis was unable to duplicate the reported event of long delays during interrogation of implantable devices. It was also noted that the stylus was bent, the lower case was damaged, and the power supply was damaged.